Event description:
Additional information received indicates the patient's system was explanted on (B)(6) 2024.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.